Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high pacing threshold measurements resulting in loss of capture. It was determined the lead had fracture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.